Event description:
Internal programming history was reviewed that showed an interrupted systems test in 2005, that faulted and the pt settings were changed as a result of the faulted test. The pt returned to clinic the following year, and had their vns interrogated and settings corrected.

Manufacturer narrative:
Analysis of programming history.